Manufacturer narrative:
Manufacturing site evaluation: the shunt system was manufactured in 2017; deviations during assembly and final inspection did not occur. Investigation: visual - scratches on the outer housing of the valves were observed through the visual inspection. No significant deformations or damage were detected. Permeability test - this test has shown that both valves are permeable. Adjustment test - the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test - the brake functionality test of the valve has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test - to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke testing apparatus which simulated a cerebrospinal fluid (csf) flow. The valve was shown to be operating within the accepted folerance. The shunt assistant was shown to be out of tolerance. Results - after the tests, we dismantled the valves. Inside both valves we have found evidence of a build-up of substances (likely protein). Based on our investigation, we confirm that the valve is operating outside of tolerance. Our investigation showed that the shunt assistant was operating in an over-drainage state, likely due to to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by implants. We can exclude a defect at the time of release. The shunt system met all specification of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Section a - patient data: height 110 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav valve had under-drainage. A patient underwent a shunt system implantation on (B)(6) 2018. Sometime later, under-drainage was noted. On (B)(6) 2019, the shunt was replaced due to malfunction. Further details were not available.